Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had a hypoglycemic event which caused him to be hospitalized. His finger stick bg was 26 mg/dl and the cgm reading was at 80 mg/dl, which had not triggered an alarm. He works at a hospital and walked himself to the emergency room (ER). No information was provided of any symptoms at the time of the event, or any treatment provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.